Event description:
The user noted the ion selective electrode (ise) sodium results were low on second shift on (B)(6) 2011 and stated a physician questioned why the sodium results were running low. She stated the doctor did not question specific patient results and just asked about low sodium recovery in general. The user stated a co-worker sent samples to be tested on a different analyzer and the sodium results were higher. None of this data was provided. The samples were repeated on the same analyzer and the user stated results had to be corrected for 34 patients based on their criteria "of a difference of 5 or more." Data was provided for 32 patient plasma samples from the ER, of which 26 were discrepant. All sample were run between 8:00 pm on (B)(6) 2011 through 1:00 am (B)(6) 2011. All results are in mmol/l. Patient sample 1 initial result was 132 and the repeat result was 138. Patient sample 2 was from a male patient born on (B)(6). The initial result was 129 and the repeat result was 139. Patient sample 3 was from a female patient born on (B)(6). The initial result was 128 and the repeat result was 140. Patient sample 4 was from a female patient born on (B)(6). The initial result was 131 and the repeat result was 141. Patient sample 5 was from a male patient born on (B)(6) and weighing (B)(6). The initial result was 132 and the repeat result was 140. Patient sample 6 was from a male patient born on (B)(6) and weighing (B)(6). The initial result was 126 and the repeat result was 134. Patient sample 7 was from a female patient born on (B)(6). The initial result was 131 and the repeat result was 137. Patient sample 8 was from a female patient born on (B)(6) and weighing (B)(6). The initial result was 123 and the repeat result was 131. Patient sample 9 was from a female patient born on (B)(6) and weighing (B)(6). The initial result was 132 and the repeat result was 139. Patient sample 10 was from a female patient born on (B)(6). The initial result was 130 and the repeat result was 139. Patient sample 11 was from a female patient born on (B)(6). The initial result was 132 and the repeat result was 139. Patient sample 12 was from a female patient born on (B)(6) and weighing (B)(6).. The initial result was 130 and the repeat result was 138. Patient sample 13 was from a female patient born on (B)(6). The initial result was 131 and the repeat result was 141. Patient sample 14 was from a female patient born on (B)(6). The initial result was 131 and the repeat result was 139. Patient sample 15 was from a male patient born on (B)(6) and weighing (B)(6). The initial result was 127 and the repeat result was 133. Patient sample 16 was from a male patient born on (B)(6). The initial result was 131 and the repeat result was 141. Patient sample 17 was from a male patient born on (B)(6). The initial result was 131 and the repeat result was 137. Patient sample 18 was from a female patient born on (B)(6). The initial result was 130 and the repeat result was 138. Patient sample 19 was from a female patient born on (B)(6). The initial result was 131 and the repeat result was 139. Patient sample 20 was from a female patient born on (B)(6). The initial result was 132 and the repeat result was 138. Patient sample 21 was from a female patient born on (B)(6). The initial result was 130 and the repeat result was 143. Patient sample 22 was from a female patient born on (B)(6). The initial result was 128 and the repeat result was 136. Patient sample 23 was from a male patient born on (B)(6) and weighing (B)(6). The initial result was 129 and the repeat result was 137. Patient sample 24 was from a male patient born on (B)(6). The initial result was 132 and the repeat result was 138. Patient sample 25 was from a female patient born on (B)(6). The initial result was 130 and the repeat result was 137. Patient sample 26 was from a female patient born on (B)(6) and weighing (B)(6). The initial result was 130 and the repeat result was 137. The user stated she does not believe any patients were treated based on the low sodium results. The lot number of the sodium electrode was 21505107. The field service representative determined the pinch valve tubing had failed and replaced the tubing from the customer stock. To verify the analyzer operation, he ran calibration and quality control with all results within specification.